Event description:
The day after this pacemaker was implanted a decrease in heart rate was observed. Leads seemed to be fine. On (B)(6) 2021 the pocket was opened, connections were checked, leads were checked no issues were found. The physician changed out this device.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated, and the pacemaker s memory content was analyzed. The battery was found to be fully charged. The data however documented that lead impedances out of range were measured in bipolar and unipolar lead configuration in the ventricular channel since november 17, 2021. Therefore, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In the further course of analysis the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.